Event description:
It was reported that the customer accidentally delivered too much insulin via a bolus. The customer's blood glucose (bg) level subsequently decreased to a level displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.